Event description:
Device malfunction: failure to advance thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, while advancing the thumb advancer, the device "jammed" and the thumb advancer would not go completely down. The physician slid the safety release to collapse the locator wings and the device was easily removed from the patient. Hemostasis was achieved using manual compression. There was no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The device has not yet been received.